Manufacturer narrative:
Concomitant medical products: product ID: 37081, product type: extension. Product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 37081, product type: extension. (B)(4).

Event description:
It was reported that the manufacturer representative (rep) was in the operating room the morning of the report. The multi-lead trialing cable (mltc) / extension site had fluid. The healthcare provider (hcp) could see fluid in the mltc. The extension was removed and the paddle lead was directly connected to the implantable neurostimulator (ins). All impedances were within normal limits except electrodes 8, 10, 12, and 14 were showing high values. The patient was getting good stimulation and coverage. The patient did not need the right side of the paddle lead. All of their pain coverage was on the left side of the paddle. The rep did not test the lead via on the new mltc. The impedances were tested when connected to the ins. An x-ray was reviewed. The rep wanted to understand better how fluids and impedances were affected. The patient had the lead/extension connected to the mltc and there was lots of blood seen. The lead/extension junction was not covered by a boot, the rep was not 100 percent sure on the boot. Electrode 8 got better over time but electrodes 10, 12, and 14 continued to be high. The patient was getting good therapy. The patient was doing great and getting stimulation everywhere they needed it at the time of the report. The impedance¿s were still showing high but only on electrodes 10, 12, and 14. However, the rep was not using those electrodes for the patient¿s programs. It was still unclear as to why their impedances were high to begin with.